Event description:
The customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and gros. The system is operating as intended. (B) (4)